Event description:
It was reported that the customer was in the hospital with a high blood glucose reading of 391 mg/dl and a urinary tract infection. The caller also reported a motor error alarm during the rewind process. Found that the customer has exposed the insulin pump to MRI and cat scans during her hospital stay. Unable to conduct the displacement test due to the alarms. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed the displacement test. Motor error alarm noted during rewind due to motor encoder out of phase. Cracked case on lcd display window corners, cracked reservoir tube and battery tube threads noted during visual inspection.